Event description:
In 2007, it was reported that the surgeon had difficulty with locking the infix construct during an anterior interbody fusion, l5-s1. During the procedure, the surgeon was able to insert a 10mm distractor, and then decided to implant 8 mm struts. While inserting the struts, the distractor would not align with the endplates. The struts were removed and replaced twice. On the third attempt the struts locked without difficulty. It was stated that the endplates appeared by seated improperly because of the patient's narrow disc space and scoliosis. One side of the disc space appeared to be tighter and the endplates rotated slightly. The difficulty and removal contributed to a 20-30 minute delay in surgery. There was no report of patient injury.

Manufacturer narrative:
Product will not be returned. Further investigation is pending.